Event description:
It was reported that this right atrial (ra) lead had a physical damaged in the insulation. This lead was surgically capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the event problem: patient code and event: outcomes attribute to adverse event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had physical damage in the insulation. This lead was surgically abandoned. No additional adverse patient effects were reported.